Event description:
Medtronic received information regarding a navigation device. It was reported that the emitter was faulting. They tried another emitter and it continued to fault. They had to cancel the case due to to this issue. It was noted the probable cause was the em controller. Different software was attempted and the issue persisted. Other emitters were attempted and the issue persisted. There was no patient involvement.

Manufacturer narrative:
Other relevant device(s) are: product ID: cable 9735777 em cntrl pwr 48v s8 svc ; product ID: cable 9735777 em cntrl pwr 48v s8 svc ; product ID: controller 9735824 em s8 svc. A medtronic representative went to the site to test the equipment. Hardware parts were replaced. The navigation system then passed the system checkout and was found to be fully functional. Product ID: controller 9735824 em s8 svc. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: the emitter was returned to the manufacturer for analysis. Analysis confirmed the reported complaint. The emitter connected and then faulted. It would connect for a few seconds and then fault. The controller was was not connecting, causing the emitter to fault. Analysis determined that the reported complaint was due to an electrical failure. Codes b01, c02 and d02 are applicable to this analysis. The lot number of product ID: 9735824 was received. The lot number is 603000718. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.